Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the probe actuation failed during a procedure. The product was replaced and procedure completed with no patient harm. The condition of the aspiration is unknown. The sample has been requested.

Manufacturer narrative:
Additional information provided. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. One opened probe was received and visually inspected and found non-conforming. Thick sticky white foreign material observed on inner diameter of port. Cutting, actuation and aspiration testing was performed and found non-conforming. The probe was disassembled and the components inspected. Excessive wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter is slightly bent. Gouge marks were observed at the bend area and down the entire front of the inner cutter. The disassembled probe was tested with a syringe and no resistance was felt. The disassembled probe was then retested for aspiration and actuation with the probe driver and was found conforming for both functional tests. The complaint evaluation confirms that the probe had an actuation issue. The evaluation also indicated that the probe had aspiration and cut issues as well as foreign matter in the port. The root cause for the observed non-conformances is the excessive use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. This could also impede actuation and aspiration functionality of the probe. No action has been taken as it appears that observed non-conformances are due to excessive use of the probe by the user. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).